Event description:
The customer reported via phone call that they received an unexpected restart alarm and then a compromised force sensor system alarm after. Customer stated the unexpected restart alarm occurred 9 times. Customer's blood glucose was 178 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. It was also found the customer could not check their alarm history during troubleshooting due to a displayable history check failed on start up alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the self test. However, alarms were noted in the history file due to a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.